Manufacturer narrative:
The complaint is under investigation.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, water leakage from the tube was observed. No report that patient harm occurred or surgery was prolonged or delayed.

Manufacturer narrative:
In regard to this complaint, one 25-gauge trocar set was received (not 27-gauge as indicated on the customer complaint form). One cannula with closure valve appeared to be loose in the blister. Another one was connected to the infusion line in an oblique manner. Visual inspection of the cannula's and closure valves did not show any anomalies; however, a small cut was found in the infusion line, close to the white connector. Microscopic examination of the cut revealed parallel striations, which are indicative for instrument damage. For testing purposes, the infusion line with cannula was connected to eva. When the infusion was activated, water appeared to be leaking from the tubing-cannula junction due to the improper connection and from the observed cut. After properly connecting the cannula to the infusion line, the water leak at the tubing-cannula junction was resolved. Based on the investigation performed, it was concluded that the reported leakage was the result of damaged infusion line. Though the cut could be attributed to instrument damage, it was not possible to determine where it occurred. Most likely, the observed damage was caused by unintended contact between a sharp instrument and the silicone infusion line during use; however, damage sustained during manufacturing cannot be ruled out completely. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Since the investigation findings did not lead to a clear conclusion about the cause of the reported adverse event, no remedial action/corrective action/preventive action/field safety corrective action (fsca) will be currently taken. The analysis includes all complaints with failure mode as reported ci-inf-leakage and the distribution figures for comparable trocar systems.

Event description:
We have been informed that during procedure, water leakage from the tube was observed. No report that patient harm occurred or surgery was prolonged or delayed.

Event description:
We have been informed that during procedure, water leakage from the tube was observed. No report that patient harm occurred or surgery was prolonged or delayed.

Manufacturer narrative:
In regard to this complaint, one 25-gauge trocar set was received (not 27-gauge as indicated on the customer complaint form). One cannula with closure valve appeared to be loose in the blister. Another one was connected to the infusion line in an oblique manner. Visual inspection of the cannula's and closure valves did not show any anomalies; however, a small cut was found in the infusion line, close to the white connector. Microscopic examination of the cut revealed parallel striations, which are indicative for instrument damage. For testing purposes, the infusion line with cannula was connected to eva. When the infusion was activated, water appeared to be leaking from the tubing-cannula junction due to the improper connection and from the observed cut. After properly connecting the cannula to the infusion line, the water leak at the tubing-cannula junction was resolved. No corrective/preventive actions have been implemented.